Manufacturer narrative:
(B)(4). Additional information has been requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that multiple attempts were made to position this lead in the right ventricular (rv) lead apex during the implant procedure but poor sensing and sub-optimal thresholds were observed. As a result, the physician chose to implant the lead in a septal position with good measurements. During pocket closure, the patient became hypotensive and a pericardial effusion was found in the right ventricular apex. A pericardiocentesis was subsequently performed and procedure completed. The patient was monitored overnight and no additional adverse patient effects were reported. This lead remains in service.